Manufacturer narrative:
Additional manufacturer narrative: attempts to obtain additional information have been made. The healthcare provider has not provided any additional information at this time. There is currently insufficient information to determine the root cause of this event. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. There has been no allegation of a product malfunction. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Through implant patient registry, it was reported that a patient with a 27mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 8 years, 7 months due to unknown reason. The tavr was performed with a 26mm 9750tfx transcatheter valve. No other details were provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Updated sections b5-b7, d4 (expiration date), h4, h6 (component code, health effect - clinical code, device code, type of investigation, investigation findings, investigation conclusions) tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The event in this case was impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration combined with the patient's other underlying risk factors, including the patient's history of coronary artery bypass graft (CABG), mixed hyperlipidemia (hld), and diabetes mellitus type 2 (dm2). The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was reported that a patient with a 27mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 8 years, 7 months due to thickened leaflets, restricted leaflet motion, severe aortic stenosis, moderate-severe aortic regurgitation, and moderate-severe perivalvular leak. The patient presented with shortness of breath with exertion, nyha class 3. The tavr was performed with a 26mm 9750tfx transcatheter valve. The patient tolerated the procedure well and was transferred to recovery area.